Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was ¿running through batteries at a rapid rate¿; continually displaying the battery indicator. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged issue began around (B)(6). The patient manages her diabetes with insulin pump therapy and she advised that she continued to follow her usual diabetes management regimen (using the pump as normal each day), in response to the alleged issue. The patient denied developing symptoms as a result of the alleged issue. The patient reported that early in the morning on (B)(6), her husband gave her a glucagon injection. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no apparent misuse of the product. The csr established that alkaline batteries were being used and that noted that based on the information provided by the patient, the batteries did not need to be replaced. The alleged issue remained unresolved with training. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged issue occurred.